Event description:
An impella cp was inserted via the right femoral artery into a 73-year-old male who presented in scai stage e cardiogenic shock secondary to acute myocardial infarction with cardiogenic shock (ami-cgs). The patient¿s medical history was significant for diabetes mellitus. At the time of support, the patient was receiving inotropic and vasopressor therapy, and was also supported with ECMO and mechanical ventilation for respiratory failure. The care team noted concerns for worsening aortic regurgitation in the setting of known aortic stenosis, for which the patient was undergoing evaluation for transcatheter aortic valve replacement (tavr). The provider determined that the impella cp may have been contributing to excessive aortic regurgitation, and the decision was made to proceed with medical device removal. The reported event was assessed in the context of the patient¿s severe underlying cardiac pathology, critical illness, and the use of large-bore femoral arterial access with concurrent ECMO support and vasoactive medications. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Ppae (aortic valve insufficiency/ regurgitation): the cause of the injury was not determined due to insufficient clinical details.